Event description:
Product literature states set up time of cement should be about 14 minutes at 65 degrees and 8 minutes at 75 degrees. Experienced setup times have been observed at following temperatures: temp-67.2 degrees-10 minutes, tem[. - 66.7 degrees-12 minutes, temp. - 64.0 degrees-9 minutes, temp. - 68.0 degrees-10.5 minutes, temp. - 64.8 degrees-10.5 minutes, temp. - 62.4 degrees-12 minutes. This problem has been discussed with the MFR's rep. Surgeons have continued concerns about long term holding power of cement due to quick setup times.